Event description:
The customer reported to vyaire medical that the 3100a ventilator is not pressurizing, and the customer wanted to order a 7-year pm kit. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer would like a dummy load and a dvm filter on the order, and the po was received and the order was placed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.